Event description:
Patient reported obtaining back-to-back blood glucose results of 121 mg/dl, 238 mg/dl, and 87 mg/dl, while using the suspect device. Patient reportedly delivered 15u on insulin lispro based on the elevated result. Patient stated that ~ 30 minutes later, she retested blood glucose, using the suspect device, with results of 223 mg/dl and 116 mg/dl (back-to-back). No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.